Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Add¿l info was requested and received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome one day following intraocular lens (iol) lens implant surgery. Add¿l info was received from the surgeon who reported the refractive error/astigmatism continues. The lens is in the capsular bag with trace pco (posterior capsule opacification). He also indicated the patient has a history of dry eye. The surgeon reported he is considering a lens reposition or an exchange. In the surgeon¿s opinion, it is unk if the device caused/contributed to the event; and indicated the event could be due to [inaccurate] preoperative measurements.